Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number were provided. No trend was identified. Per (B)(4), based on the information provided by the customer, no further investigation is necessary as the root cause of the infection could not be determined. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: while we cannot exclude that the implant has caused to the reported infection, multiple risk factors and alternative causes for infection such as: patient, and disease-related risk factors, clean-contaminated wounds, and operative time > 4 hours, use of other implants (sutures, staples), intraoperative contamination, diabetes mellitus or other associated pathologies have to be considered. Even if the batch review proves negative and the implant would have been non-contaminated until its surgical handling and application, due to the known characteristic of any implantable collagen (lot and product independent) to potentially augment the infectious response to surgical field contamination, we cannot rule out that the product may have contributed to the reported infectious complication. The veritas IFU adequately refers to this risk and the measures to be taken. Additional questions for further clarification of a causal relationship should be addressed. Baxter is currently following up with the reporting surgeon for additional case information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
It was reported by a doctor that a patient developed an infection after undergoing a procedure where veritas was implanted into the patient. The date of the incident is not known at this time. No product details were available. No further information available.